Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n 314.05 lot 4700444) was received showing the hex tip rounded and vertical cracks on the sides of the hex at the tip. The returned hex screwdriver showed significant wear from use. Dimensional inspection: dimensional inspection of the distal tip was not conducted due to post manufacturing damage and deformation. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the cannulated 4.0mm hexagonal screwdriver (p/n 314.05 lot 4700444) as the hex tip was rounded and vertical cracks were on the sides of the hex at the tip. No definitive root cause could be determined. It is likely that the rounded condition was due to normal wear of the driver tip and the crack condition was due to consistent/excessive stress/force applied on the tip from device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number: 314.05, lot number: 4700444, date of manufacture: 12/24/2003, place of manufacture: brandywine plant (west chester, pa), part expiration date: n/a, list of nonconformances: none. Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon routine inspection of a loaner set on (B)(6) 2019, it was noticed that the cannulated hexagonal screwdriver had a stress fractures near the tip. The part is no longer suitable for use and was removed from the set. There was no patient involvement. This report is for a cannulated 4.0 mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).